Event description:
On (B) (6) 2010, the patient reported that on (B) (6) 2010 he noticed insulin had leaked outside of the insulin cartridge of his infusion device and inside the cartridge chamber. He stated he saw this after he had an elevated blood glucose reading of over 400 mg/dl. His normal range is 120-130 mg/dl. Symptoms were dry mouth, frequent urination, blurry vision, and nausea. He treated his reading by injecting insulin via injection and his current blood glucose is around 200 mg/dl. He stated he changed the cartridge, infusion headset and tubing. He said his infusion device worked properly until today when he noticed condensation inside the chamber. He stated he has used his device for 2 years and has never changed the adapter. He was advised to changed the adapter with every 10th cartridge change. He said he changes his cartridge every 10 days. The patient was instructed to dry out the chamber with a cotton swab prior to attaching a new adapter. On follow up on (B) (6) 2010, the patient stated the new adapter resolved the issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The device adapter was requested to be returned for evaluation.